Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l3-s1. Approximately 4 months post op, the patient fell down stairs and fractured the s1 pedicle screws bilaterally. The patient reported feeling pain. The patient underwent revision surgery to have the broken screws removed and new screws implanted. No additional patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). The device was returned for evaluation. Microscopic examination confirms mas broken approx. 2-3 threads below screw head. Damaged noted on mas head portion of implant, with severe damage noted on bone screw portion of broken implant. Microscopic examination of fracture surface reveals a fairly flat fracture, with progressive striations, indicative of fatigue, followed by ultimate failure of the implant, consistent with failure due to fatigue. A review of the device history records did not identify any applicable nonconformance to specification.